Event description:
Additional information received indicated the patient presented in clinic to have programming implemented intended to resolve the under-sensing issues noted on the right ventricular (rv) lead. Additionally, it was noted the implantable cardioverter defibrillator (ICD) still experienced some competitive atrial pacing (cap) episodes. This was also resolved by programming changes. The patient was stable throughout the intervention.

Event description:
Related manufacturing reference number: 2017865-2023-17571. It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) incorrectly interpreted a ventricular tachycardia (vt) rhythm due to a rate related bundle branch block. It was also noted that the ICD misread two supraventricular tachycardia (svt) episodes as vt. This led to an inappropriate shock and inappropriate anti-tachycardia pacing (atp). It was also confirmed that the ICD and the right ventricular (rv) lead over-sensed noise on the vt misdiagnosis. Additionally, the ICD experienced some inappropriate automatic mode switch (ams) episodes caused by competitive atrial pacing (cap). The patient was brought into clinic for treatment and it was discovered that the rv lead had high capture thresholds which may have been due to the inappropriate shock. A few of the misdiagnosed tachycardia readings were also noted to be under-sensed by the rv lead. Programming changes were made to the ICD to resolve the inappropriate interpretation of signals. No changes will be made to resolve the noise issue as it was minor. The patient was stable post changes.